Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of three devices related to the patient's implant experience. Refer to manufacturing report number 1220648-2025-26083 for the impella 5.5 and refer to initial medical device report for the initially implanted impella cp serial number (B)(6) with date of event on 23-jan-2025 and patient identifier ending in (B)(6).

Event description:
Per the clinic, the patient experienced inflammation and developed recurrent infection at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).